Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a high impedance alert. It was noted there was a connection issue with the rv lead and the header of the implantable pulse generator (ipg). The lead was reconnected which coincided with the impedance alert. The ipg and lead remain in use. No patient complications have been reported as a result of this event.